Manufacturer narrative:
Updated d4: serial # to (B)(4). Updated d4: unique identifier (UDI) # to (B)(4).

Event description:
It was reported that the patient's controller delivered a bolus that was not anticipated. The patient states she saw the controller bolused 1.2 units without authorization. Patient clarified that she was in manual mode when the malfunction occurred. No medical intervention or injuries were reported due to the malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia.no lot release records were reviewed, as the product lot number was not provided.